Event description:
It was reported that the patient has been having an increase in seizures and that the magnet did not seem to be working. No further relevant information was received to date.

Event description:
Information was received that the patient's device was replaced due to battery depletion. The device was reportedly discarded and thus has not been received into analysis to date.